Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low battery alarm. Troubleshooting for the low battery alarm was performed. Customer advised the insulin pump is going through batteries very quickly and a new battery will not even last 1 day. Customer was advised a new battery cap will be sent out. Customer was advised to monitor the insulin pump and call back if the issues do not resolve.